Manufacturer narrative:
Retainer ring = black. Customer complained about reporting that the up arrow is not responding. Device perform visual inspection and pump received with cracked select button keypad overlay, minor scratched lcd window and cracked battery tube threads. All buttons functioning properly no damage on the keypad assembly and the j1 connector on pcba 1 was locked properly during visual inspection. No stuck button alarm and no ramping anomaly during testing noted. Tested with a test p-cap and the test p-cap locked in place properly. Device passed displacement test and selftest. Device passed the keypad voltage test. Device was cut/open and inspected no moisture damage or component damage found inside the pump. Device history was download successfully. No stuck button alarm or pump error 61 found at the formatted history file. Device was not confirmed keypad unresponsive/button error alarm. Device passed required testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the up arrow button of the insulin pump was not responding. Customer did not receive stuck button alarm. The numbers were ramping or the scroll bar moving up or down with no input from the customer. No harm requiring medical intervention was recorded. The insulin pump will be returned for analysis.